Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse evaluated the unit and was unable to reproduce the reported issue since the unit was able to autofill multiple times without error. Also, the fse replaced the following parts: safety disk since it was expired on cycle, tidal disk since it was expired on hours, and the alarm battery since it was expired. The fse ran the unit overnight at 100 bpm without any failures and completed a full preventive maintenance (pm). The unit passed all tests to factory specification. The unit was then returned to the customer and cleared for clinical use.